Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 02:20:41. During night drain cycle seven, the patient's ultrafiltration reading was 1144ml, indicating the home patient (hp) drained 1144ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This is an ancillary service event. The increase intra-peritoneal volume (iipv) event was observed through an event history log review. The cause could not be determined. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Should additional relevant information become available, a supplemental report will be submitted.